Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen was unresponsive, the screen is white and the customer is not able to interact with the pump. The pump is plugged it in and it is still white. There was no impact to the customer's blood glucose (bg). The customer reported that manual injections would be used for insulin therapy.